Manufacturer narrative:
Device evaluation: visual inspection revealed the tip has fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tether driver got stuck in the set screw, and upon removal, it was determined the end of the set screw driver broke off in to the set screw. The driver tip stuck in the screw set and the surgeon was unable to retrieve it. Another driver was used to complete the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tether driver got stuck in the set screw, and upon removal, it was determined the end of the set screw driver broke off in to the set screw. The driver tip stuck in the screw set and the surgeon was unable to retrieve it. Another driver was used to complete the procedure.